Event description:
It was further reported that according to patient's record, before the patient had seizure attack, all system worked normally. The system started to happen alarm after the patient loss of vital signs.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was not confirmed. No product was returned for further testing, and no photos were provided by the customer. On (B)(6) 2025 from the beginning of the event log file at 16:47:03 a no external power alarm was active until 17:11:06 when external batteries are connected to the system. The onset of the alarm was not captured in the controller event log file as it was overwritten by additional alarms. From the periodic controller log file, it was observed that the controller was connected to a mobile power unit at 16:30:46 prior to the no external power alarm (seen at 17:30:45), but the onset of the no external power alarm is unknown. It could not be confirmed that the mpu was connected to the system controller at the time of no external power. No other notable alarms related to the mpu active in the log files submitted. A root cause of the reported event could not be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. C) section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The device history record for the mobile power unit (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit was shipped to the customer on 29jul2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had seizures and then cyanosis at home, and the patient's family sent them to a hospital. The patient passed away. The surgeon did not think that the event was related to the product. Log file review indicated that the patient was connected to the mobile power unit (mpu) on (B)(6) 2025 at 16:30:46. At 16:47:03 there was a no external power alarm flag active. The data indicated that the system was being supported by the emergency backup battery (ebb). Pump speed being maintained at 4800 revolution per minutes (rpms), the patient set speed. Silence alarm button pressed events were recorded during this time. At 16:50:18, a low flow alarm flag becomes active as the recorded calculated average flow reduces to 1.9 liter per minutes (lpms). Silence alarm button pressed events were recorded during this time. At 17:10:57, a 14 volt battery was connected to the white power lead. Low flow alarm flag remained active. 1.1 lpms recorded. At 17:11:20, a 14 volt battery was connected to the black power lead. Low flow alarm flag remains active. 1.0 lpms was recorded. Silence alarm button pressed events were recorded during this time. At 17:28:23, a 14 volt battery was disconnected to the white power lead. Low flow alarm flag remained active. 1.0 lpms were recorded. At 17:28:36, a 14 volt battery was disconnected to the black power lead. Low flow alarm flag remains active. 1.0 lpms was recorded. The data indicated that the system is being supported by the ebb. Pump speed being maintained at 4800 rpms, the patient set speed. Silence alarm button pressed events were recorded during this time. The data indicated that the system was able to maintain pump speed on the ebb until a driveline disconnect alarm flag was recorded at 17:46:00. A shutdown_sequence_started event was recorded at (B)(6) 2025 at 18:39:46. The device operated as expected. The mpu had a v-lock connector on the ac power cord.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.